Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user was setting up the system prior to a case and noticed the emitter said, "poor output", in the emitter details section. It was also displaying a red status. User unplugged and replugged the emitter, and then rebooted the system. There was no patient present during this event.